Event description:
It was reported that during a shoulder procedure using a starvac 90 icw wand, the wand stopped working after 5 minutes of activation. Another like was opened, however, this wand gave an error code upon connection to the controller. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
Visual inspection shows no electrode or screen wear with no other signs of activation. The returned wand and suction line were functionally tested and both performed within specifications. The customer's reported complaint could not be verified, nor could a root cause be determined with confidence as the device performed as intended. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a loose connection between the wand and controller, a loose connection between the foot control assembly and controller, insufficient saline to facilitate the formation of plasma, or failure with the customer's controller, foot control, or cable. IFU contains precautions and instructions regarding the use of the device such as: use only conductive media (e.g. Saline, ringers lactate, etc.). Do not use non-conductive media (e.g. Sterile water, air, gas, glycine, etc.). Under arthroscopic guidance, ensure that the wand tip (including return electrode) is completely surrounded by irrigant solution during use. Correct connection is indicated by illumination of the green light.